Event description:
It was reported that the ventilator's air pressure was slowly dropping and then stopped outputting air with an audible alarm. The patient could go without the ventilator for a short time and was switched to the backup ventilator. No patient harm reported.